Event description:
Related manufacturer reference numbers: 1627487-2022-05209, 1627487-2022-05210, 1627487-2022-05212. It was reported two of the patient's drg leads migrated and patient has ineffective therapy. The issue was confirmed via x-ray. The investigation did not determine which two of the four drg leads migrated as the patient has 2 l3 leads and 2 l4 leads. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-05211 should not have been reported as a medical device report (MDR) as only the primary component is being reported on.